Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezc0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient had the PICC catheterization on (B)(6) 2015 through the left basilic vein under ultrasound. The placement length was 47 cm, and it was placed for chemotherapy. After the placement, the patient had been in for periodical maintenance. On (B)(6) the patient was hospitalized again; the length in the body was 44cm. After infusion treatment, the access site was infiltrating blood. Nurse reported that the gauze was wet, changed the dressing and applied pressure. Later it was found that around the access site, the arm had local swelling. The catheter was reportedly obstructed and canalization treatment was attempted but failed. On the (B)(6) the doctor removed the catheter. After the removal, normal saline was used to flush the catheter and the nurse reported finding a break at the 42cm mark, 2 cm from the access site.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 42cm and 43cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.